Event description:
The customer reported via phone call that he was hospitalized due to low blood glucose. Customer's blood glucose was 27 mg/dl. Customer was treated by paramedics at the house. The customer caused of the low blood glucose was the basal was too high. Customer was in the hospital for 9 days due to cardiac, diabetes, gastritis and anemic. Customer declined to troubleshoot stated that the insulin pump is fined.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.